Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that throughout the log files the device recorded errors of self-test file transmission failed and crd file transmission failed. These entries indicate an issue with a wi-fi connection issue at the user's facility and not a device malfunction. Wi-fi issue can cause the battery to drain prematurely. The report of the white screen was not observed during evaluation. Device functioned as its intended with a test battery pack. Device passed bench testing and on/off current testing without any issue. A flickering screen is usually caused by a low battery condition. Batteries were not provided for evaluation. No fault was found with the device. No emerging trend based on similar reports.